Event description:
The user facility reported a 65-year-old female in acute myocardial infarction/cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that the console alarmed and the purge fluid was no longer running. The issue was resolved after replacing the console, the cassette and the purge fluid. There was no patient harm reported.

Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was returned for evaluation. Logs are consistent with the complaint. The occurrences of ¿controller failure¿ were due to purge pressure sensor voltage below specification. And according to the logs, it was confirmed that staff attempted to enter the wizard of purge cassette change (but failed). During testing with pump and purge simulator, the controller failure red alarm was not reproduced. Additionally, it was confirmed that the pc change wizard option grey out was due to the mechanism (not malfunction) of aic console software¿ ineligible to change pc during controller alarms. The cause of the issue was a defective component. No corrective action is recommended at this time because the failure was determined to have a risk as low as practical (alap).this report is being filed as part of a retrospective review of historical records.